Event description:
The report received from the clinical events committee (cec) for the (B)(4) study indicated that the patient had a peri-procedural pci event, classified as an mi. Pci was performed on an 80% de novo lesion in the proximal circumflex of 15mm in length in a 3mm vessel diameter. The lesion was classified as type a. A 3.0x18mm cypher rx stent was deployed at 18 atm by direct stenting. Post-dilation was performed with a 3.0x15mm balloon at 20 atm as standard practice. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. There were no procedural complications and the patient was discharged on the following day. The patient also had a skin rash three days prior to the index procedure and study admission.

Manufacturer narrative:
The report received from the clinical events committee (cec) for the (B)(4) study indicated that the patient had a peri-procedural pci event, classified as an mi. This is a (B)(6) female with medical history including angina (within past 6 weeks), positive functional study for ischemia (within past 6 weeks), family history of coronary artery disease, hypertension. The patient also had a skin rash three days prior to the index procedure and study admission. Pci was performed on an 80% de novo lesion in the proximal circumflex of 15mm in length in a 3mm vessel diameter. The lesion was classified as type a. A 3.0x18mm cypher rx stent was deployed at 18 atms by direct stenting. Post-dilation was performed with a 3.0x15mm balloon at 20 atms as standard practice. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. Pre-procedure on (B)(6) 2010 at 10:20, the ck was 36 (nl 197, ratio <1), the ckmb was 4 (nl 6.3,ratio <1) and the troponin-I was 0.01 (nl 0.03, ratio <1). Post-procedure on (B)(6) 2010 at 21:48, the ck was 57 (ratio <1), the ckmb was 13 (ratio 2.06) and the troponin-I was 0.24 (ratio 8). On (B)(6) 2010 at 06:05, the ck was 105 (ratio <1), the ckmb was 25.4 (ratio 4.03) and the troponin-I was 0.87 (ratio 29). This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. There were no procedural complications and the patient was discharged on the following day on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15125453 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers